Event description:
I was diagnosed with addison's disease about 3.5 years after getting essure coils. Addison's symptoms started 2-3 years before diagnosed and got progressively worse, to the point of being life threatening when I was diagnosed.